Event description:
Consumer alleges using the heating pad for stomach cramps while reading in her recliner and received burns on her stomach. There was not a report of property damage(s) with this incident.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.